Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. The basic occlusion, occlusion and excessive no delivery tests could not be performed due to the prime/fill anomaly. The device passed the displacement test. No moisture damage was found on the motor/electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has a strong smell of insulin in the reservoir compartment. It was stated that the customer fell hard on the insulin pump the year before and has called to troubleshoot multiple times. She stated that there is no moisture inside the device, only the smell of insulin. She mentioned that the basal rate and ratios have been increased and the customer's a1c has increased and his average blood glucose level is 190 mg/dl when it used to be in the low 100 mg/dl range. Blood glucose level at the time of the call was 210 or 215 mg/dl. They declined troubleshooting and requested the insulin pump to be replaced. The device was returned for analysis.